Manufacturer narrative:
It was a reported that during a procedure the cautery device arced, resulting in a flame that burned a patient. The patient experienced a "superficial burn to the inside of the right cheek and right side of tongue," requiring hospitalization for three days. Treatment for the burn was not reported. The patient was under general anesthesia during the reported event but the incident did not cause the procedure to run longer than expected. After discharge from the hospital the patient has not required additional follow-up care or medical intervention. The actual sample of the insulated blade was returned for investigation, however the cautery pencil was not returned. The returned insulated blade was noted to have heavy carbon build up on the tip and the opaque plastic insulation was worn on the edge of the insulated blade. A companion sample of the cautery pencil was used for evaluation and the customer reported issue was not confirmed. The cautery pencil and the returned insulated blade performed nominal under varied settings and durations and did not duplicate the reported issue or cause a burn. Due to the reported incident and the need for hospitalization, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was a reported that during a procedure the cautery device arced, resulting in a flame that burned a patient.